Event description:
It was reported that the patient showed material sensitivity symptoms after the implant surgery along with the pain. The surgeon plans to remove and revise the implants with all-ti devices. No more information is available at this moment.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. It is still implanted.

Event description:
It was reported that the patient showed material sensitivity symptoms after the implant surgery along with the pain. The surgeon plans to remove and revise the implants with all-ti devices. No more information is available at this moment.

Manufacturer narrative:
The event can be confirmed as the surgeon reported that the patient performed a skin patch test and a blood allergy test, and the result showed high sensitivity to nickel and mild sensitivity to vanadium. While her tmj function improved tremendously following the joint replacements, she demonstrated a previously unknown allergy to nickel. Stryker¿s clinical consultant reviewed the patient¿s symptoms and confirmed the patient might have hypersensitivity to the nickel and recommended removing the cocr mandibular components and placing all-titanium components. Conclusively, this event is attributed to the patient¿s condition, in specific to the patient¿s confirmed sensitivity to nickel. The event does not involve device failure, malfunction, or other performance issues.